Event description:
It was reported that the patient received inappropriate therapies due to noise signals consistent with lead fracture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found insulation abrasion.